Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 490mg/dl. The customer's most current level was 290mg/dl. The customer states the highs were treated with manual injections and IV. The customer states they received no alarms prior to noticing their high levels and going to the emergency room. Troubleshoot was conducted and the device was found to be operating as designed. The device is being replaced per the customer's request. The customer was advised to contact their health care provider regarding unexplained high blood glucose levels.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.